Event description:
It was reported, "pad causing burn/blister to one patient. They did notice during use of the last couple of boxes a slight red mark after use but not a blister as in this case". (B)(6) - interim director of surgical services - returned my call - patient was treated with silvadene ointment - (B)(6).

Manufacturer narrative:
Stock sample of the device is being returned to conmed corporation; however, has not been received to date. When the quality engineering investigation of this reported incident is completed a supplemental report will be filed. Device not yet returned (stock sample).

Manufacturer narrative:
The r2 mfe, multi-function electrode, is intended for use during external defibrillation, cardioversion, temporary non-invasive pacing, and ECG monitoring applications. This product is a single use, disposable device. The DHR/lhr, device history record/lot history record, review was not accomplished for the lot number of the suspect device was not available. A twenty-four (24) month review of customer complaint history prior to this event, for all r2 mfe's, showed (B)(4) previous similar complaint ((B)(4) total complaints including this incident) for similar failure mode of minor skin burn from cardioversion. Of these (B)(4) complaints 100% (B)(4) were determined to be inconclusive for no actual device products were returned to conmed for confirmation or evaluation. The occurrence of this failure mode is relatively low. The cpm, complaints per million units sold, for r2 mfe's for failure mode of minor skin burn, (B)(4). The actual complaint device was never returned to conmed by the end-user, despite numerous requests; therefore, an evaluation of the device has not been conducted. The failure mode cannot be confirmed, and, the root cause cannot be conclusively determined without examination of the actual complaint device. There could be a number of causes either manufacturing or end-user technique related; however, without actual examination of the complaint device this complaint is considered inconclusive. The complaint investigation did not confirm any manufacturing or product defect; therefore, corrective action is not warranted at this time. Conmed corporation is considering this complaint closed. Device never returned to conmed corp.